Manufacturer narrative:
Following the procedure, the detached brush head was removed and identified as the occlusion of the suction channel. The brush head was not returned for evaluation. Without a returned device, the cause of the reported event could not be determined. Lot number for the device is unknown. The reported event did not result in patient harm and would not be expected to lead to serious injury or patient harm if it were to recur. The user facility fully reprocessed the endoscope prior to use in the following patient procedure, minimizing risk to the patient. The brush head was removed from the endoscope following the patient procedure during manual cleaning. Per hospital determination, risk is minimized in the reported event as the brush head was in the suction channel where no air or water flows into the patient during procedures. There have been no further issues reported.

Event description:
A customer reported finding a cleaning brush head inside the suction channel of an endoscope when cleaning the scope in the sink. The scope was used in a patient procedure, but no patient harm occurred. The hospital determined this issue was low risk since the scope had been high level disinfected.